Event description:
It was reported patient underwent a fractured stem hemiarthroplasty shoulder procedure on (B)(6) 2013. During the procedure, the 11mm sizing sleeve pulled out of the patient still attached to the inserter and would not detach without breaking. A 12 mm sizing sleeve was used and fractured inside the patient's humerus during insertion. Surgeon worked to remove the fragments but it is unknown if all the fractured pieces were retrieved. As a result, there was a 40 minute delay. The procedure was completed without a sleeve.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings it states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2013-03461 / 03462).